Event description:
Per report, prior to a transapical tavr procedure the patient's blood pressure (bp) was 80/44mmhg. Anesthesia gave pressors throughout the case. The baseline ejection fraction was 45-50%, and the patient was very frail. Bav was performed with the 20x4 mm edwards¿ balloon catheter. The patient did not recover well after bav. There was aortic insufficiency (ai) and the bp stayed lower than what was expected and pressors were given in an attempt to stabilize the bp before valve deployment. A 26mm sapien valve was deployed without incident in a 60:40 aortic position. There was mild-mod paravalvular leak (pvl) and moderate ai from the wire. It was decided to leave the pvl at 1+ and the ai was nil after removal of the wire. The patient¿s bp remained low (50/20mmhg). The physicians decided to close the apical incision in hopes to get the pressure up, but the bp did not improve. The patient then went into heart block and was paced. Pacing had no effect on the bp but the cardiac rhythm was back to normal. A coronary angiogram showed that there was good flow in all vessels, although the patient was graft-dependent on the left side with an average rca. CPR was started right after closing the apex and they were able to get ventricular outflow while CPR was being performed. However, as soon as they stopped CPR the ventricle was not moving. CPR was performed for 40 minutes. Tee assessment of valve showed that it was in good position with 1+ pvl, no ai, the leaflets were moving with CPR only, and no effusion was noticed. The patient succumbed to global ischemia despite all the rescue maneuvers performed. It was decided to stop CPR and the patient expired in the room roughly 45 minutes after deployment of the valve. It was noted that it only took 5 minutes to close the apex. Throughout the process cpb was discussed, but the bp was flat when CPR was stopped and the physicians didn¿t feel that they could insert the cannulas while doing CPR. It was also felt that going on cpb would not have helped in this instance because the ventricle did not respond to medications.

Manufacturer narrative:
Per the instructions for use (IFU), cardiogenic shock is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case the cause of the reported hemodynamic instability post bav cannot be confirmed. However, per report the patient was very frail and the patient¿s bp was low prior to starting the procedure. Additionally, this elderly patient ((B)(6) years) had multiple serious cardiac conditions, including multiple valvular diseases, graft-dependency, and 40-45% ejection fraction, among others). It is possible that the patient¿s frail condition in combination with procedural factors (e.g. Bav, rvp) may have caused or contributed to the event. There is no allegation or indication that the cardiogenic shock and the subsequent patient¿s demise were related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.